Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a cardiac resynchronization therapy device (crt-d) due to ischemic cardiomyopathy. The right ventricular lead and atrial lead were implanted without incident. Access to the coronary sinus was achieved; however, efforts to place two different left ventricular (lv) leads were unsuccessful due to patient anatomy. A coronary sinus venogram was taken during attempted lv lead placement which did not identify any perforation or dissection. The decision was made to attempt conduction system pacing (csp) by placing an ingevity lead into a left bundle branch block (lbbb) position using competitive catheter. The lead helix was extended, and the body of the lead was rotated to extend the lead into the septum. A unipolar pacing impedance measurement of 770 ohms was produced, and sensing measurements were less than 3.0mv. However, consistent capture could not be obtained despite maximum device outputs. The helix was retracted, and the lead and catheter were withdrawn from the septal wall. The patient then became symptomatic with vagal symptoms, profuse sweating, tachycardia and a decrease in blood pressure. A cardiac ultrasound was undertaken confirming a pericardial effusion. A pericardiocentesis was successfully performed to drain fluid from the pericardium and the patient was admitted to the intensive care unit (ICU) for observation and management. As the atrial and rv leads had been successfully implanted, both leads were connected to the crt-d and the lv port was plugged. The implanting physician stated the boston scientific implanted products were not responsible for the complications encountered during the case. No additional adverse patient effects were reported.